Event description:
It was reported that during catheter placement procedure on right internal jugular vein, the spiral opening of the sheath allegedly fractured while inserting an anti-backflow skin expanding sheath. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation; however, two electronic photos were provided for review. The investigation is confirmed for the reported broken valve of the introducer sheath as the provided photos shows the valve of the introducer sheath broken. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during a catheter placement procedure on right internal jugular vein, the spiral opening of the sheath allegedly fractured while inserting an anti-backflow skin expanding sheath. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.